Event description:
The reporter stated that the connection between the first blue stopcock and the second blue stopcock backed off after tightening and became disconnected. No pt injury or treatment was associated with this event. This issue was reported to medex medical.